Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called and reported there was an issue with the tubing connector not properly connecting the reservoir and infusion set. The customer received replacement reservoirs and stated reservoirs from a different lot were working for her. The issue seemed to be with the current reservoir lot. Customer's most recent blood glucose was 173 mg/dl.

Manufacturer narrative:
Reliability analysis evaluated two sealed reservoirs/transfer guards. Both passed per inspection. No connector anomaly was observed during analysis.